Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to ¿a lot¿ of air entering the patient during treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home when she experienced left-sided chest and shoulder pain. The patient was transported to the hospital by family, where radiological studies revealed the presence of a pneumoperitoneum. The patient was kept overnight as an observational admission (< 24 hours) and was released on (B)(6) 2021 without requiring any medical intervention. The patient¿s pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on (B)(6) 2021, utilizing the replacement liberty select cycler without any reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of pneumoperitoneum (characterized by shoulder and chest pain), which required hospitalization. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be established. Per the pdrn, a suspected liberty select cycler malfunction occurred, which led to the pneumoperitoneum. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s pneumoperitoneum. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. However, the patient was actively undergoing ccpd therapy when the events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without a discharge summary or definitive etiology, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized due to ¿a lot¿ of air entering the patient during treatment. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient was undergoing ccpd at home when she experienced left-sided chest and shoulder pain. The patient was transported to the hospital by family, where radiological studies revealed the presence of a pneumoperitoneum. The patient was kept overnight as an observational admission (< 24 hours) and was released on 29/oct/.2021 without requiring any medical intervention. The patient¿s pain subsided while at the hospital, and she has recovered from the events. The pdrn stated the patient is very adept at performing ccpd therapy and feels there was an unspecified issue with the liberty select cycler which caused the events. The patient resumed ccpd on 29/oct/2021, utilizing the replacement liberty select cycler without any reported issue.